Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed de novo lesion in the left anterior descending (lad) artery. The 3.5x8mm rx nc traveler balloon dilatation catheter (bdc) was advanced to the lesion and during the first inflation to 9 atmospheres (atm), the balloon ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. The device was replaced by a same size, non-abbott device to successfully complete the procedure. No additional information was provided.